Event description:
Bottom part of the brush head broke off into mouth - oral-b [device breakage] . Case narrative: consumer via phone stated that while brushing her teeth, bottom part of the brush head broke off into her mouth. She didn't choke or got hurt. No injury was reported. Follow-up: product return was received and evaluated. 'No manufacturing cause' and 'no design issue' identified based on investigation.

Manufacturer narrative:
30-jun-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Bottom part of the brush head broke off into mouth - oral-b [device breakage]. Case narrative: consumer via phone stated that while brushing her teeth, bottom part of the brush head broke off into her mouth. She didn't choke or got hurt. No injury was reported.